Manufacturer narrative:
Correction: d4: lot number: 0060170345. H3 other text: device not returned.

Event description:
It was reported that a catheter fracture occurred. A runway guide catheter was selected for use for a hemodynamic procedure. However during the procedure, a fracture was noted in the curve of the catheter. No patient complications were reported.

Event description:
It was reported that a catheter fracture occurred. A runway guide catheter was selected for use for a hemodynamic procedure. However during the procedure, a fracture was noted in the curve of the catheter. No patient complications were reported.